Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30323626m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a male patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch¿ electrophysiology catheter and suffered st segment elevations requiring coronarography. Two transseptal punctures were performed for afib procedure. One was used with lasso catheter and the other one with thermocool® smart touch¿ electrophysiology catheter. During the ablation phase one of the transseptal punctures were lost and thermocool® smart touch¿ electrophysiology catheter and lasso catheters were removed and exchanged between sheaths in order to have smarttouch in left atrium. Mullins sheaths (boston scientific) were used. After that an st segment elevation was detected in patient¿s ECG and then returned to basal ECG. Patient remained stable. In the option of the physician the cause of this event was procedure. The patient¿s condition required coronography and did not require hospitalization. The patient had fully recovered. Dashboard, vector and visitag was used for force visualization. Visitag stability settings were 3mm 3sec, force over time (fot) 25% 3g. Color set per ablation index (350 posterior, 450 anterior). There was no report of product malfunction. Since ablation was conducted the event will be conservatively coded under ablation catheter.